Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device exhibited oversensing and pacing inhibition for over seven seconds. The device remains in service. No adverse patient effects were reported.